Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a blank display. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to recover the customer's display by inserting a new battery. The customer also reported an unexpected restart alarm occurring in the past. Customer's blood glucose was 250 mg/dl. Customer agreed to return the product for analysis.

Manufacturer narrative:
Pump powered up properly and no blank display noted. Pump received with normal operating currents and passed the selftest, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected restart error alarm noted. No damage was found on the isolation tape during visual inspection. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.